Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels and were corrected via the pump. The customer attributed to some of the high bg episodes to eating fatty foods or overeating. As the events had occurred in the past, tandem technical support advised the customer to discuss the high bg levels with a healthcare provider.